Event description:
It was reported that during a thr, the tip of the screw of an anthology inserter poster hard broke off and got stuck in the anthology afit so por pl ha sz 7. It is unknown if any pieces fell into the patient. There was no delay and, but it is unknown how the procedure was finished. Patient was not harmed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection revealed that the threaded tip broke off and is stuck inside the anthology afit so por pl ha sz 7. A functional evaluation performed on the device revealed the broke tip of the anthology inserter poster hard cannot be removed from the anthology afit so por pl ha sz 7. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the anthology inserter poster harda review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. For the anthology afit so por pl ha sz 7, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.